Event description:
It was reported the device tank was found leaking. No patient involved.

Manufacturer narrative:
Other text: device evaluation- the device was returned for evaluation. The device was examined; this showed the device tank cover had cracking; this allowed for leakage. The damage to the cover was determined caused by over-tightening of the tank cover screws during user facility's service of the device.